Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2003: the patient was presented with l4-5 lumbar disc syndrome so he underwent following procedure: l4-5 anterior lumbar interbody fusion. Application of prosthetic bone device. As per op-notes¿¿.. The surgeons then placed bmp sponges into the lateral gutters of the disc space. The disc space was then covered in gelfoam. The surgeons then irrigated with bacitracin irrigation¿¿ . The patient was also presented with l4-5 lumbar disc syndrome status post l4-5 anterior lumbar interbody fusion and application of prosthetic device so the patient underwent posterior nonsegmental fixation using m8 pedicle screws applied with instrumentation bilaterally l4-5. As per op notes¿¿after this, the surgeon located the pedicles at l4 and l5. These were cannulated with the jamshidi needles and guidewires placed into the pedicle screws. The needles were removed and then sequential dilators were used and then the pedicles prepared with the 5.5 tap¿.¿ the patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.